Event description:
Sorin group received a report that at the start of bypass, prior to cross clamp, the clinician turned the speed knob of the s3 double head pump and the pump did not turn. After several seconds an error message was displayed. The customer stated that the error could not be cleared by power cycling the pump unless the speed knob was returned to the zero position. The pump was changed out. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that at the start of bypass, prior to cross clamp, the clinician turned the speed knob of the s3 double head pump and the pump did not turn. After several seconds an error message was displayed. The customer stated that the error could not be cleared by power cycling the pump unless the speed knob was returned to the zero position. The pump was changed out in approximately two minutes. There was no report of pt injury. A sorin service representative was dispatched to the facility to evaluate the issue. The representative completely disassembled the pump, checked all connections and cables, removed the card cage and control boards, and reassembled the pump. The problem could not be reproduced. The pump was run for approximately 50 cycles with no failures or abnormalities. The investigation is on-going. A follow-up report will be sent when the investigation is completed.